Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving morphine at an unknown dose and concentration and an unknown numbing medication at an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the pump was alarming and there was no medication in it. The pump started alarming around (B)(6) 2018 and the pump went empty "around three weeks ago". The patient and their doctor got into an argument and the patient was no longer seeing that doctor. The pump had never helped with the patient's pain. The doctor went up to a high dose of morphine and it did not help with the pain. Additionally, it was stated that it was hard for the patient to get up in the morning and hard for him to go to the bathroom. Additionally, it was stated the patient had ankylosing spondylitis. The patient would like to have the alarm silenced and the pump removed. No further issues were reported or anticipated.